Event description:
Customer reports to have received no delivery alarm during priming. Customer also reports to have high blood glucose of 453 mg/dl, which customer will attempt to treat with bolus shot or manual injection. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer will contact health care professional as she is not feeling well. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)